Manufacturer narrative:
It was reported that the ear ulcer syringe was "hard to squeeze." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Two (2) samples were returned for evaluation. Functional comparison was conducted by squeezing both ear ulcer syringes in the coaxial and radial directions. The force required to fully compress the ear ulcer syringe for the sample from lot 48620040003 was larger than the sample from the other reported lot. A retained sample from lot 48620040003 was evaluated and it did not require a larger forces to fully compress. The reported problem/issue was confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed. Additional product lot reported = 96919080002.

Event description:
It was reported that the ear ulcer syringe was "hard to squeeze."